Manufacturer narrative:
Patient information was unavailable from the site. The device was returned to the manufacturer for analysis. Investigation found that the mobile view station (mvs) interface cable was bad. Continuity test passed, 100t test passed, and the gbit test failed. Shows on validator that lines 7 & 8 are shorted. Both gbit an 100t testing were performed using a cable validator-nt900. Cable replacement resolved the issue. System checkout performed and all tests passed. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that during a case the site was getting repeated frame rate error messages. This occurred during the post-op confirmation spin. There was no impact on patient outcome.